Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, "we have some bespoke trache tubes that have experienced cuff failure - this has happened across two tubes. The event occurred while in use with a patient but didn't contribute to patient or clinical injury.

Manufacturer narrative:
D4 - expiration date, d4 - primary UDI number and h4 - device mfg date: correction d3 - mfg establishment name and h6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.